Event description:
A family member reported that the pump screen was frozen. The family member reported that she rebooted the pump and it was still not working. Customer support made multiple attempts to contact the patient to troubleshoot the pump but was unsuccessful.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the data for the time of the reported power issue is unavailable for review due to continued pump use. Visual inspection revealed that the battery compartment and cap are intact. The pump powers on to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, investigation revealed that the bolus button cover is missing, and there was evidence of moisture damage in the motor circuitry and motor flex connector. The bolus button was found to be functioning appropriately. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).